Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, which indicated a "fail/pad" test result during a check. There was no reported patient involvement. A philips field service engineer (fse) performed an onsite evaluation of the device. During the diagnostic test, it was found that the defibrillation energy was only 178.9j instead of the required 200j for a shock. As a result, the engineer replaced the suspected part (therapy capacitor) with a verification part. This replacement resulted in a normal defibrillation energy value, and the defibrillation test was passed. Furthermore, the operation check was also passed at that moment. Based on the available information and testing conducted, it was confirmed that the reported problem was caused by a malfunction of the therapy capacitor. Philips recommended replacing the therapy capacitor and the device was returned to the customer. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the defibrillation test gives a result of "fail/pad." There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.